Manufacturer narrative:
The pump was received with button error alarm and had unresponsive up buttons due to corroded keypad traces. No cracked lcd window noted. The pump had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 389 mg/dl. The customer stated that when she was trying to bolus and the numbers for the bolus continued to scroll without her pushing the buttons. During the call, the pump alarmed and there was nothing on the screen and the buttons were unresponsive. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The pump will be replaced.